Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted and removed intra-operatively; a 12.6mm vicmo 12.6; -10.0 diopter; implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The reporter stated; "the suspensory ligament of the patient was not good before surgery; and the feeling of pendency was obvious after surgery; so the patient wanted to take it out. Doctors no longer plan to reinsert the lens." The problem was resolved. Claim #(B)(4).

Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. Date rec¿d by MFR- this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Lens dislocation/subluxation was observed and the lens was explanted in a second surgery on (B)(6) 2021. This resolved the problem. Cause of the event is reported as patient related factor. Reportedly, the suspensory ligament of the patient was not good before surgery, and the feeling of pendency was obvious after surgery, so the patient wanted to take it out."